Event description:
The device was used during a lung resection procedure. Reportedly, the staple line was incomplete and there was tissue hang up. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.